Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were out of specification on the low end, and the device was out of calibration. The motor, reciprocating arm, spring seal, o-ring, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: singapore.

Event description:
It was reported that the unit was sent for annual calibration and maintenance. There was no patient involvement. During device evaluation it was reported that the motor speeds were out of specification on the low end. Due diligence is complete; there is no additional information.